Event description:
The customer called in to report that she had been hospitalized for high blood sugar levels and diabetic ketoacidosis two weeks ago. The customer's blood glucose level was 580 mg/dl. The caller states that she had an allergic reaction to novalog insulin. The significant events leading up to her hospitalization was she could not breathe. Initially, the customer called reporting that the device alarmed no delivery while changing the infusion set and reservoir. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.